Event description:
It was reported that the intraocular lens was explanted in a secondary procedure due to a hyperopic outcome. Follow-up indicated that the surgery was uneventful and the replacement lens was model zmb00 20.5 diopter. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. Visual inspection at 10x magnification revealed that lens was returned cut in two parts. Visual inspection also revealed surface residuals, particles and fibers adhered to both sides of the optic body. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The lens diopter result of the test performed when this lens was manufactured, showed that lens serial number was in specification corresponding to 20.0 diopter. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. Measurement iol quality (miq) inspection: in the miq manufacturing operation, the lenses are 100% measured for diopter power, resolution, and contrast in the miq equipment. The miq documentation was evaluated and did not show any irregularity through the process. The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, showed that lens serial number corresponded to a 20.0 diopter, which is within specification. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.